Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, the valve was explanted and replaced with a mechanical valve due to thrombus of the bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted 8 months post implant. If information is provided in the future, a supplemental report will be issued.